Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6071804. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
It was reported that a 27 g bd¿ needle 1 1/2 in broke off from its hub and remained in a patient's breast. A physician removed the broken needle fully intact. Multiple attempts were made to determine if medical or surgical intervention was provided to remove the needle but the requests were unanswered. Therefore, it is unknown if medical intervention was provided or if the needle was simply removed by hand. There was no reported complication or resulting injury.